Event description:
It was reported that there was a patient reaction. The patient had complained of inflammation and pain at the operative acl tibial tunnel site from a previous acl procedure. Revision was 17 months post-op. Acl is intact. No pathology reports. No bone void filler. Screw was just removed. Patient is fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The partially decomposed device was received and an evaluation was attempted. Device history record review could not be done as the lot number was unknown. Returned device included parts of biocomposite screw and suture. The screw and the suture is compounded with tissue type matter. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Parts of biocomposite screw and suture. The screw and the suture is compounded with tissue type matter. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.